Event description:
Fracture of driver

Manufacturer narrative:
The doctor presented a complaint in malfunction of a driver fractured when connected to dental implant. The implant had to be removed and replaced. No further complications were reported. Manufacturer's trend analysis show that malfunction of drivers is a low-rate adverse event.